Event description:
As reported, during ivtm therapy, the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message after the start-up kit (suk) (lot# unknown) leaked in the air trap. The console and the suk were replaced to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4) generated a mid:09 (air trap assembly) error message after the start-up kit (suk) (lot #unknown) leaked inside of the air trap of the console was not confirmed during the analysis of the event log or functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was due to saline fluid in the air trap chamber which was caused by a leaking suk. No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted traces of saline in the drip pan due to the saline leak inside the console. During initial functional testing, the thermogard console passed all the tests without any fault or error. The event log review showed no significant discrepancies or error messages. Following service, the thermogard console passed the final functional test and electrical safety tests without any error.